Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the patient information. Te burst pressure for the angiosculpt device was not reported. It is unknown if the device leaked above the rated burst pressure (rbp) of 20 atm. As a conservative measure, an MDR is being submitted in abundance of caution. The angiosculpt device was not returned by the hospital, thus unable to evaluate device.

Event description:
A 1.5 mm and a 1.75 mm rotoblator (manufactured by boston scientific) were used to treat a heavily calcified left anterior descending (lad) lesion. A 2.5 mm angiosculpt device was used and at the beginning of balloon inflation, leakage of contrast media was found. Another 2.5mm angiosculpt device was used and the procedure was completed.